Manufacturer narrative:
Concomitant medical products: product ID: 407645 lead, implanted on (B)(6) 2018. Product ID: 6947m55 lead, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the left ventricular (lv) lead approximately one week post implant. The lv lead remains in use. No patient complications have been reported as a result of this event.